Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 700's (mg/dl) range and ketones and was subsequently hospitalized. Reportedly, the customer also fell and had some bruising. Customer was treated with correction boluses and apidra injections. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss infusion set and site options as well as pump settings with health care provider.